Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units catheter fell off which caused an air leakage alarm. There was no harm reported.

Manufacturer narrative:
Additional information:e1(event site postal code-(B)(6)). A getinge field service engineer (fse) had inspected, the safety disc and the decondenser are faulty. After the replacement, the functions of the machine returned to normal and have been delivered to the customer for clinical use. No personal injury. There was no patient involvement.

Event description:
N/a.